Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube. There were 2 targeted lesions - one of the lesions was 15 mm and 33 mm from the pleura. The pneumothorax was identified during the procedure via a 3d spin; therefore, the physician decided to abort the procedure on the second lesion. It was noted that the patient was large and began to cough during the procedure; therefore, anesthesia had to administer more paralytic agent. It was reported that the ion system did not exhibit any issues or unexpected behaviors and that a pneumothorax could have occurred with another biopsy modality.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.